Event description:
It was reported an issue with novosyn suture. The client reported that while the surgeon was suturing the wound, the needle detached from the suture. A new suture had to be used. This incident occurred with four units of this reference and batch. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample. To evaluate the conformity of this unit we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Rotation test performed on the closed sample received confirmed that the unit is compliant with the specified requirements. Needle attachment strength results conducted on the closed sample received is 1.72 kgf and fulfil the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.